Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated on (B)(6) 2018 via right heart catherization where the mean was decreased by 3.8 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Event description:
Additional information received clarified on 11 december 2018 the sensor was recalibrated via echocardiogram. Later the sensor was recalibrated on (B)(6) 2019 via right heart catherization where the mean was increased by 17mmhg. Accurate readings were observed under the manufacturer's patient care network database